Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2008. Post-operatively in 2009, the patient developed a small one millimeter mesh exposure in the posterior fourchette. As a result, the area was excised and silver nitrate was applied. The surgeon opines the potential factor contributing to the event is the patient's vaginal atrophy. The event is listed as resolved.

Manufacturer narrative:
Mesh exposure: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.